Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pain, infections, bleeding, bowel problems, neuromuscular problems, dyspareunia, and pain in bowels. No further information has been provided.